Manufacturer narrative:
This report is filed (B)(4), 2011 - (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to a reported electrode problem (type not specified). The device was explanted on (B)(6), 2010 and the patient was reimplanted with another device during the same surgery.